Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient stated she was not aware of the inaccurate readings on her pump and experienced convulsions and loss of consciousness. When the patient passed out, she was by herself and, neighbour called an ambulance, and the patient was taken to the hospital. At an uncertain moment during the event the cgm was reading 163 mg/dl and the blood glucose reading was 60 mg/dl. The patient stated that at least 3 times a fingerstick was taken in the hospital and that she was given treatment with glucose. She stayed in the hospital for 6 hours. At the time of the report the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. No additional patient or event information is available.